Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacter, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 21.7-21.9cm from the distal end of the svc shock coil, consistent with lead friction to a feature of the heart. The etfe coating was inttact at the same location.